Event description:
It was reported that prior to an unknown procedure, when the generator was turned on, it displayed as generator instead of 3 & 5, which means that the generator is not functioning normally. There was no adverse patient consequence.

Manufacturer narrative:
The complaint has been confirmed. Based on analysis results from the international service center, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.